Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. The device was not returned to arthrex for evaluation; therefore, a physical inspection or functional testing of the reported platelet rich plasma (prp) kit could not be performed. A review of the device history records (DHR) for the reported lot (if provided) revealed no manufacturing nonconformances or events that would be expected to contribute to the symptoms described. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. No evidence to suggest a device malfunction or performance issue with the arthrex prp kit. The reported postoperative neurological symptoms are consistent with known clinical risks associated with nerve resection surgery and are not attributable to the prp device. Prp kits are single-use, sterile, disposable devices that function solely to process the patient¿s autologous blood for platelet concentration and are not designed to interact with neural structures. The most likely cause of the reported postoperative symptoms is a patient-specific clinical course associated with the nerve resection procedure itself, rather than the use of the arthrex platelet rich plasma (prp) kit. Nerve resection inherently involves disruption of neural structures and can result in sensory loss, motor weakness, and functional deficits consistent with those reported by the patient.

Event description:
On 9/29/2025, it was reported by a patient¿s legal representative via email that the patient underwent removal of a neuroma from the right dorsal foot on (B)(6) 2021. The patient represents that an arthrex ¿platelet rich plasma (prp) kit¿ was used during the surgery. Following the nerve resection surgery, the patient has experienced functional deficits and numbness in the lower leg. The patient has also experienced significant weakness with ankle dorsiflexion and numbness across the anterior and lateral aspect of the lower leg.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.